Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
It was reported to philips that a failure in the navigation ring was observed during pre-use checking in the medical engineer (me) room. There was no patient involvement. The unit was sent to bench repair for evaluation. The service technician reported that the reported issue was not duplicated by a check performed. The front bezel needs to be replaced to prevent recurrence. The repair will be performed after the quotation is approved. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The service technician reported that checking was performed, but the reported issue was not duplicated. The front bezel was replaced to prevent recurrence. The unit was checked overall, cleaned, run in tests, and functionally tested.

Manufacturer narrative:
H10/11: follow-up failure analysis of the returned user interface (ui) front bezel assembly shows that during visual inspection of the ui front bezel assembly (check mark) revealed no evidence of damage or contamination as received. The nav-ring potentiometer pre-load and resistance measurement test passed. No fault found on this returned ui front bezel assembly.